Manufacturer narrative:
Date sent to the FDA: 05/14/2021. A manufacturing record evaluation was performed for the finished device lot number, and no non conformances / manufacturing irregularities were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/14/2021.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: the suture broke while suturing mesh in a robotic hernia repair. The lot number was qjbbju. I have no additional information to share at this time. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m.

Event description:
It was reported that a patient underwent a ventral hernia repair surgery on (B)(6) 2021 and barbed suture was used. During the procedure, it was reported by the sales rep that the suture broke. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information was requested.